Event description:
Radiographic imaging confirmed a fractured interbody screw.what was the original intended procedure?c5/6 discectomy & fusion.device #1is this a laboratory device or laboratory test?no.